Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1967, 1969. The pt has two leads implanted with the same lot number. It was the pt is experiencing pain at her ipg site when stimulation is on. An sjm rep met with the pt and lead diagnostics showed low impedances on multiple contacts. Reprogramming was unable to resolve the issue. It was also reported the pt is experiencing a burning sensation at her ipg site while charging. The pt was advised to charge more often for less time. X-rays were ordered to verify if leads are still inserted into the ipg header. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.